Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was received while using the c. Diff assay. User determine the associate curves did not correlate with the positive result. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" error. Customer reported receiving sporadic false positive results on c. Diff. Field service was dispatched. Field service found dust on the mux board and cleaned it. Field service performed a reader health check and heater self-test, both which passes. Field service reloaded the fan-on script into the instrument. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 06dec2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6), and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as there were no hardware defects. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was received while using the c. Diff assay. User determine the associate curves did not correlate with the positive result. No health impact or consequence reported.